Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported broken screen issue; overlay was cracked. Analysis also found the programmer was not able to interrogate non-wireless using a known good rf (radio frequency) head; lem (link electronic module) printed circuit board assembly found out of electrical specification. Left keyboard hinge was broken and the printer would not print. (B)(4).

Event description:
It was reported the programmer was dropped at hospital and the screen is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.